Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 3 months. The device was returned for investigation. The evaluation is not yet complete. Conclusion: no further information was provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department(ed) with stroke-like symptoms. It was determined that the patient suffered from a large intracerebral hemorrhage (ich) on (B)(6)2018. Care was withdrawn on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of hm3 lvas. A direct correlation between the pump and the reported intracerebral hemorrhage could not be conclusively be established through this evaluation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and the lvad log file data retrieved from the hm3 lvas appeared to show the pump operating as intended with stable estimated pump flow values and no atypical events captured. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Visual inspection of the pump cable revealed multiple lacerations that appeared to have occurred during the explant procedure. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presents after a low speed motor vehicle accident (mvc), with worsening altered mental status (ams), found to have a large left holohemispheric traumatic subarachnoid hemorrhage (tsah), intracerebral hemorrhage (ich) (3). The patient presented with inr at 3.7 earlier in the day, was driving a car and struck another car going approximately 5 mph. The patient became progressively lethargic from that point on. At 10 pm the patient became nonresponsive. The patient was brought to the emergency department (ed). CT head without contrast revealed a left sided holohemispheric tsah/ich, 80 cc clot. There was 5 mm of midline shift. There was effacement of left lateral ventricle. Patient was intubated on (B)(6) 2018 at 0241 in ed for respiratory distress of neurological origin. Patient was made do-not-resuscitate (dnr) by family and was extubated on (B)(6) 2018 at 1325, and expired that same day at 2358.